Event description:
19-dec-2022: no further information is expected. 22-nov-2022: on 01-oct-2022 (best estimate) charger port burned in wall. Pending more information on event.

Manufacturer narrative:
Manufacturer's ref# (B)(4): 19-dec-2022: the clinical investigation concluded: based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. Clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register no further investigation are expected. This is a final report. 22-nov-2022: the current information indicates need for reporting. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation results: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur. Investigation is still in progress, a final report will be submitted upon completion.

Manufacturer narrative:
Manufacturer's ref# (B)(4): on 22-nov-2022: the current information indicates need for reporting. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation results: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur. Investigation is still in progress, a final report will be submitted upon completion.

Event description:
22-nov-2022: on (B)(6) 2022 (best estimate) charger port burned in wall. Pending more information on event.